Event description:
I went to another country in 2003 to have bryan artifical cervical disc implanted at c5-6. Post op, dr tells me everything is fine, operation success. Gives me copies of my records before I leave five days later. At that time, on plane back to states, hit with screaming pain in right, from neck to shoulder cap, and neck all around scapula. After meds, exam, physical therapy and emg here in states, they diagnose right long thoracic nerve palsy, serratus anterior denervated. Now have loss of function, permanent chronic pain and nerve injury as well as original stenosis. Dr denies any problem with surgery, any connection with injury. Six months ago, I find report in my file where radiologist reports on day after surgery that operation not success, "stenosis unchanged." When I try to get actual records of surgery itself, hosp draws a blank; they don't have. Post-op problems while in their care included emergent hypotension for about two days and temporary paralysis of right eye and left leg. They deny any injury as well. When I track down dr again, he is listed as practicing at a facility in us. Complaint to board of medicine commissioners refused, no jurisdiction over foreign country surgery. I strongly believe dr is not practicing in us. He is practicing in another country and implanting bryan cervical disc in pts being screened by the us facility and funneled to him for this surgery in order to circumvent the restrictions on the use of this experimental medical device here in the states. What these pts do not appreicate is how vulnerable they are if surgery is not successful. They will be in us, dr in the another country, and they will have no recourse. If they have to apply for ssdi as I have for disability, they may not be able to get records and so their ability to get benefits will be compromised. I don't think these drs should be allowed to line their pockets with kickbacks from dr and his associates to market a device not yet aproved, still in clinical trials, here in the us.